Event description:
The customer received a blood glucose reading of 140mg/dl on the contour next meter, re-tested on the contour meter and the reading was 64mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the customer is expected to returned the test strips for evaluation and new strips were sent to him.